Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. During investigation it was found that all button presses did not activate desired pump functions. It was also found that all keypad buttons required excessive force to activate a response. All keypad buttons intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad is intermittently responding. It was reported there are no tears or peeling of the keypad.